Event description:
It was later reported that the pump was removed. The date of device removal was not provided.

Event description:
It was reported the clinical specialist was notified the day prior by the healthcare provider (hcp) about a suspected overdose. The patient was drowsy, sedated, altered mental status, lethargy, hypersomnolence, and could not wake up. It was also stated the patient has an infection and was septic. The last refill was on (B)(6) 2015 and the next refill was stated to be on (B)(6) 2015. It was noted the hcp usually had patient¿s come in a week or 2 prior to the low reservoir date, so it was thought the patient still had drug in the pump. It was unknown why the issue was thought to be pump related. The medication dose was then reduced by 10% (to 818 mcg/day). The reporter also spoke with someone at the hospital and it was stated the patient was intubated for 3 days. It was noted that the patient had been on the same dose/concentration for quite some time without change. There were no volume discrepancies, and everything was reportedly fine at refills. The patient reportedly had an ulcer next to the catheter and it was planned to take out the entire system. As of (B)(6) 2015, the intrathecal dose was decreased to in the ¿200s¿ mcg/ml. The patient showed no response to the reductions in dosage. The hcp wanted to stop the pump, since it was at minimum rate without resolution. The pump was to be taken out soon due to the infection in the spinal area. A resident was currently managing the patient and the managing physician was not near the hospital. The patient was also on ¿benzoes¿ at the time of the event. The pump was used to deliver compounded baclofen and morphine (unknown). No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Analysis of the pump serial number (B)(4) found no anomaly. Analysis of the catheter lot number j0058181r found catheter/pump connector broken suture ring. Analysis found a broken suture ring and abrasions. There was a hole at the broken suture ring and a leak was observed when 20 psi of pressure was applied during lab testing. The entire catheter was not returned. Interrogation of the pump determined it was used to infuse baclofen (5 ,000 mcg/ml at 30.7 mcg/day), and morphine (3.0 mg/ml at 0.0184 mg/day).

Manufacturer narrative:
Concomitant products: product ID: 8709, lot# j0058181r, implanted: (B)(6) 2002, product type: catheter. Product ID: 8709, lot# j0058181r, implanted: (B)(6) 2002, product type: catheter. (B)(4).